Manufacturer narrative:
The software investigation finds that the fiducial placement was the cause of the inaccuracy. Training in fiducial placement was given to the site.

Event description:
A site representative reported that the registration accuracy was off in one direction. Fiducial placement technique was recommended which resulted in the case being completed successfully. There was no impact to the patient.